Manufacturer narrative:
Eval summary: sample was returned for eval. It was observed that the single port cap is complete snapped from the 3-way y connector; the bottom of the port cap was broken, and there was no mark around the component. No excess of solvent was observed at the bonding joint. Unable to determine when or how the device became damaged.

Event description:
There was a report of an occurrence of a bag spike breaking off a fluid warming infusion set. No pt injury or adverse event reported.